Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak luer-lok syringe stopper was damaged. The following information was provided by the initial reporter, translated from (B)(6) to english: "the syringe plunger was damaged, without a part of the rubber".

Manufacturer narrative:
H6: investigation summary a DHR was performed, quality notification and maintenance analysis and no occurrence potentially related to the occurrence was observed. The image sent by the customer was verified and it was possible observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station. The incident identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper was damaged. The following information was provided by the initial reporter, translated from portuguese to english: "the syringe plunger was damaged, without a part of the rubber".